Event description:
It was reported that a low output current status was observed on the patient's vns during diagnostics. A warning message was observed stating that the current was possibly not being delivered and to program to a wider pulse width and lower current. Based on ohms law (v=I*r), it is expected that the device would be able to deliver that programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage. No additional relevant information has been received to date.